Event description:
Information was received indicating that two hours following insertion of a smiths medical portex® bivona custom tracheostomy tube a leak was observed. It was reported that 1ml of water had leaked out and that there was a water blister in the lumen of the cannula. There were no reported adverse patient effects.

Manufacturer narrative:
Additional information: d10, h6, h10. One customized fixed 6.0 tts tracheostomy tube was returned for analysis. A visual inspection of the device revealed no defects. In additional leak test using procedure wi-10-012, 10cc of air was applied to the device and no leak was detected. The cuff was filled with 10cc of water and allowed to sit for 4 hours with no signs of leaking. The customer's reported problem could not be duplicated. The investigation did not reveal any intrinsic manufacturing defects with the returned devices, no leaking was confirmed, and no product fault found.

Manufacturer narrative:
Additional information received indicating what the products lot number was.